Manufacturer narrative:
Insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to blank display. Insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was exposed to moisture and the display went blank. The customer¿s blood glucose was 71mg/dl at the time of the incident. The customer¿s mother reported that her son was accidentally pushed into a pool while wearing his pump. The pump intermittently shuts off even with a new battery in it. There are water drops under the screen. The customer¿s mother reported that the pump display went blank immediately after pump exposure to moisture. There was no vibration, but when a new battery is put in the pump it reboots but then goes blank in two minutes or so. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.